Manufacturer narrative:
Siemens has completed an investigation of the reported event. During investigation of the logfiles it was determined that no system failure occurred. The investigation did not show a malfunction or deterioration in the performance of the device. The root cause for the error was determined as a main-power failure in the hospital facility. After a system restart, the error was no longer present.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a patient procedure, there was a local power breakdown. The ups held the image system for 90 seconds and then shut down. After a system restart, the ias did not power up completely. The examination was aborted. We are unaware of any impact to the state of health of any patient involved.